Event description:
Patient reported back to back tests performed on their ss meter (one after the other) using separate finger sticks were 235 and 170 mg/dl (32% difference). The pt stated the pt was feeling light headed, weak in the legs and grumpy. Pt didn't have supplies to do control test. On follow-up, pt did back to back tests over the phone with lfs rep and obtained readings of 190 and 192 mg/dl. Pt was using alcohol to clean meter contrary to manufacturer's product recommendations. No harm was alleged.